Event description:
The complainant reported a port leak of a 20 fr magna-port gastrostomy tube. It was reported that the pt's tube was in place for one week and leaked immediately, therefore, not allowing the pt to receive his full dose of medications. There was no report of serious injury or illness associated with this complaint.

Manufacturer narrative:
.